Manufacturer narrative:
(B)(4). Additional information: dried body. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and no clips were fed into the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft. In addition, one clip was found inside the clip track. It is possible that the dried body fluids could have prevented to proper feeding of the clips into the jaws. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired; would not work. The device ripped an artery. The case was completed with another device of the same product code. All information that was known has been reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by device misfired? When device "ripped" artery how much bleeding occurred (please quantify amount)? Were any blood products given to patient? Was there any change to procedure or post-op patient care? Did new device of same code adequately control bleeding during surgery? Follow up response received from surgeon: the device worked fine on the cystic duct. When using it on the cystic artery it jammed with the jaws clenched on the vessel and would not open up. When trying to get it off the artery, the artery tore. We lost 3-400 ml of blood. She did not require transfusion. We needed to add extra trocars to get exposure and control the bleeding. The next ligamax worked fine to control the bleeding. The patient had a stroke 4 days post op but she had a lot of comorbidities and I doubt it was from the bleed.